Manufacturer narrative:
(B)(4). Please refer to the attached investigation report.

Event description:
It was reported that blister package of the subject device was not properly sealed.

Manufacturer narrative:
UDI : (B)(4).

Event description:
It was reported that blister package of the subject device was not properly sealed.